Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged case) has been confirmed. Upon investigation the monitor displayed a service code 204 when an electrode belt was connected. The monitor's electrode belt connector was pulled from the case, causing damage to the j1001 on the ca board. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving a service code 204 (belt/monitor unusable).